Event description:
In 2008, the pt reported that the display of her infusion device was missing segments. She stated that the infusion device had never been used. The power pack she inserted into the infusion device was new (lot 07020266, exp 03/2010). She stated that she inserted 3 different power packs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.